Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she was getting high blood glucose (bg) level of 500 mg/dl. She had adjusted her insulin pump based on the above reading to 670g and took another bg level measurement of 366 mg/dl. The user went home and checked her bg level with another meter which measured a bg level of 60 mg/dl, which matched how she felt. While on the call with dario's representative, the user stated that she opened her cartridge of strips six months ago. As per dario's test strips labeling "use within one month from first opening the cartridge foil". The user was sent a replacement of dario's strips and control solution. Follow up with the user was attempted, however, no response has been received to date. The high bg readings may have been due to the use of expired strips. Not enough information regarding old strips to investigate. No other product problem was reported. No resolution is available.